Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to j&j (B)(4) and sent to a third party for a further evaluation. Examination of the returned device cannot confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the primary surgery. This pc reports about the second revision surgery was performed due to be suspected armd. After the first revision tha surgery, on (B)(6) 2021, it was confirmed that black corrosion was observed on the head and armd was suspected. The second revision surgery was performed on (B)(6) 2021. The surgery was completed successfully. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned to j&j (B)(4) and sent to a third party for a further evaluation. Examination of the returned device cannot confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the primary surgery. This pc reports about the second revision surgery was performed due to be suspected armd. After the first revision tha surgery, on (B)(6) 2021, it was confirmed that black corrosion was observed on the head and armd was suspected. The second revision surgery was performed on (B)(6) 2021. The surgery was completed successfully. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Through follow up, it is now understood, there is no allegation associated against a product malfunction. Visual examination of the device found, marks and biological substances on the bottom surface of the implant. Most likely caused, during the extraction process. Nothing indicative of a device nonconformance was observed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Added: d9, d10 concomitant med product. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.